Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon used a dense mesh stent (ped2-500-20) to treat the aneurysm. The stent was delivered after the stent catheter reached beyond m1 and deployed in the straight section. The stent tip failed to open normally. The surgeon tried many times and deployed it to a sufficient distance but still failed to open. The surgeon then withdrew the stent and the stent microcatheter as a whole from the body. The stent was pushed out of the body and opened normally. At this time, the stent microcatheter could not be delivered normally. After the microcatheter was replaced and delivered to the right place, the stent was delivered again to complete the operation. The catheter was kinked. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured left ophthalmic artery aneurysm. It was noted the patient's vessel tortuosity was moderate. The access vessel was the right femoral artery with a diameter of 8.1 mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the stent catheter phenom27 was kinked and could not be delivered. The cause of the kink, delivery issue, and failure to open was not determined. The pipeline had not been placed in a vessel bend when it failed to open. Additional information was received stating that the dense mesh stent had been successfully implanted.

Manufacturer narrative:
H6: update - pli 20 was never returned, previous coding was incorrect. Device remains in the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.